Manufacturer narrative:
Results & conclusion summation- angina and restenosis are known risks of coronary stenting procedures, and are listed in the IFU as potential adverse events. Further, these patient effects, in addition to hospitalization are listed in the risk assessment, as no-fault post-procedure complications. It is possible that the reported angina is a secondary effect of the restenosis, which was treated with revascularization and additional drug eluting stent, which required hospitalization. However, a conclusive root cause for the reported effects, and the relationship to the device, if any, cannot be determined. There is no indication of a product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: in-stent restenosis (isr), requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was done in 2008, and two lesions were treated. The mid lad lesion was treated with a 3.5 x 28 mm xience v stent and the 3rd obtuse marginal was treated with 2.5 x 18 mm xience v stent. Both lesions were pre-dilated before the stents were deployed. There was no product malfunction or pt effects during the index procedure. However, in 2009, the pt returned with chest pain or angina equivalent. Stable angina worst canadian cardiovascular society angina class ii. The following month, the pt had revascularization of the mid lad and an additional drug eluting stent was deployed to treat the isr of the mid lad. No additional event or pt info is available.